Manufacturer narrative:
One swartz braided introducer was returned for investigation. The reported leak could not be reproduced. No visual anomalies were observed on the hemostasis seals. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported air embolism remains unknown. Per the IFU, the reported air embolism is an inherent risk of transseptal cardiac procedures.

Event description:
Related MFR reference 3005188751-2013-00053. During a pulmonary vein isolation procedure using a swartz braided introducer, an air embolism occurred. The physician performed transseptal puncture and three swartz braided introducer into the left atrium, an inquiry optima catheter was also inserted and mapping was performed. The optima catheter was withdrawn to perform mapping in the right atrium. The swartz introducer was aspirated, which revealed air exiting from the side port. A small blood leak was noted at the hemostasis valve as well. The physician then checked the fluoroscopy image and noted air in the left atrial appendage. The physician inserted an agilis introducer with a pigtail catheter to aspirate the air. The EKG indicated st depression in leads ii and iii and st elevation in v1 and v2. Coronary angiography revealed an air embolism, which was aspirated, in the right coronary artery. At this time the patient became hypotensive, bradycardic, and hypoxic, resulting in a pulseless arrhythmia. The patient was intubated and CPR was initiated. The patient's rhythm deteriorated to ventricular tachycardia (vt) followed by ventricular fibrillation (vf). An intra-aortic balloon pump was inserted and percutaneous cardiopulmonary support for oxygenation was also initiated. External cardioversion was performed with no success as the patient remained in vt. The patient then spontaneously converted to sinus rhythm after a time. An external pacemaker and swan-ganz catheter were inserted and the patient was transferred out of the lab in stable condition. Pcps was discontinued on (B)(6) and the iabp was removed on (B)(6). The patient was then recovering and in stable condition.

Manufacturer narrative:
One swartz braided introducer was returned for investigation. The reported leak could not be reproduced. No visual anomalies were observed on the hemostasis seals. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported air embolism remains unknown. Per the IFU, the reported air embolism is an inherent risk of transseptal cardiac procedures.